Event description:
Using the freestyle libre 14 day continuous glucose device resulted in low numbers (~50%) vs finger stick. Installed a new freestyle libre device, waited an hour, took my initial reading and it showed a dangerously low value (46), retested in an hour and it had gone to 75, then tested with a finger stick and the results were 155, about double the device reading. Double checked that reading with another device which confirmed the 155 number. Called support, was told the device can take up to 24 hours to synch and I should call back the next day if we still had a problem. Called again the next day as the numbers were still 50-70 points off. The support tech indicated that it could take up to 24 hours to synchronize. Checked the website and the safety note indicated it could take up to 12 hours to synchronize. This is the 6th device I have used, they always have worked in the past after the first hour - validated with a finger stick. The published safety warning and support information are different by 12 hours (2x). The device is defective, with an unknown percentage of the devices issued defective. If I had relied on the device, I would have attempted to bring my blood sugar up to the 100 range through unnecessary intake. FDA safety report ID# (B)(4).